Manufacturer narrative:
Functional test: sample was submitted to leak test inspection per specification (B)(4). Disposable anesthesia breathing bag / section 1.5 retention test. Leak test inspection was performed on the returned device using equipment manometer ID# (B)(4) (calibration due date 01/2022). Results: the device present leakage. Conclusions: failure mode reported is confirmed. Root cause: the event description provided it by the customer: during the pre-use check, a tear in the breathing bag was observed. Base on the investigation results pinholes or tears on the raw material breathing bag provided by the supplier. Action taken: corrective actions will be addressed and implemented trough supply notification snn-(B)(4) - september 20, 2021. Third investigation was open it (B)(4) - september 22, 2021.

Event description:
It was reported that during the pre-use check, a tear in the breathing bag was observed. No patient injury was reported.